Manufacturer narrative:
A ge service representative performed an on site investigation. The kv and ma were calibrated and the x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.